Manufacturer narrative:
Evaluation summary: failure code 703:00 was confirmed. Inspection of the device found that this failure code was due to a defective user interface module printed circuit board. The user interface module printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.

Event description:
During product evaluation failure code 703:00 was found in the event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.